Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The data log showed several suction alarms and indicated that the pump was unable to achieve adequate flow while running above p-level 2 at the end of the case. The placement signal returned to normal from a decreasing trend during the low flow event. No position-related issues or motor current spikes were reported during the case. According to clinical records, the doctor failed to resolve the suction alarms. The cause of the low pump flow issue was not determined since product was not returned and sufficient clinical information was not returned. A.5 ethnicity was inadvertently left off the previously submitted report and was added. B.1 product problem was inadvertently left off the previously submitted report and was added. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.1 revised as previously entered incorrectly. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted report incorrectly. No ifus are needed to be reported for this report.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in section b2.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 63-year-old male (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was in route to another hospital via ground ems when the impella experienced a copious amount of suction alarms. Attempts made by ems personnel to break suction were unsuccessful. The patient was brought back to the original hospital to the emergency department (ed) and expired in the ed.